Manufacturer narrative:
Serial numbers: (B)(4). For 5 of the 8 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. The flow sensor was replaced to resolve 1 event, the drive gas check valve was replaced to resolve 1 event, the primary regulator was replaced to resolve 1 event, the adjustable pressure limit valve was replaced to resolve 1 event, the vent engine and check valve were replaced to resolve 1 event. For 2 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported events. For 1 event, ge healthcare tech support was unable to evaluation the unit and no further resolution information is available.

Event description:
This report summarizes 8 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced increase in pressure. 4 events were reported for high positive end expiratory pressure, 2 events reported for over delivery of patient airway pressure, 1 report of excessive pressure in the patient circuit during manual ventilation, and 1 unit alarmed during preuse checkout and was delivering high pressure. These reports were received from various sources. Of the 8 events, 6 did not involve patients, and 2 did involve patients. There was no patient information available.